Manufacturer narrative:
Concomitant products: product ID: 6947m62, lead, implanted: (B)(6) 2013. Product ID: 1788tc, lead, implanted: (B)(6) 2007.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) had an alert due to magnet exposure. The patient was seen by their clinic and the alert was shut off. No intervention was completed. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.